Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned

Event description:
Livanova (B)(4) received the report that damage to the inlet port of the patient pump of the heater-cooler system 3t was identified during maintenance and it had to be replaced. There was no patient involvement.

Manufacturer narrative:
It was found that the plastic of the pump was quite brittle and the inlet nozzle loose. It fell down during cleaning. The livanova representative replaced the pump to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service.